Event description:
A medtronic representative reported that, while in a cranial procedure, registration went great with navigation, however, a physician assistant (pa) or scrub technician bumped the vertek arm, moving the reference frame which resulted in an inaccuracy. The surgeon opted not to re-register the patient for navigation of this open surgery. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative, following-up at the site, confirmed the reference frame was bumped by the physician assistant (pa), resulting in navigation being off from the target. This navigation system has been used in subsequent procedures without further issue. No parts have been returned to manufacturer for analysis.